Event description:
A minimum fill notification was reported by the customer, leading to the blood glucose levels exceeding 500 mg/dl, though the specific value was not provided and displayed as "high." To address this, the customer performed a correction injection via multiple daily injections and did not require third-party assistance. Technical support instructed the customer to reload the cartridge with a minimum of 80 units of insulin, remove the pump from the case, and clean the pneumatic tap area on the pump. The customer understood and acknowledged the instructions. There was no further assistance required.